Manufacturer narrative:
(B)(4). The pump was received with a cracked case (battery tube), cracked battery tube threads, broken reservoir tube lip, partially broken retainer and missing reservoir tube o ring. Unit p cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the clip rails on the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.